Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 12/01/2016 that an issue occurred with an enteral feeding pump. The customer reports unit is pumping high; it was pumping 100ml/ hr too much food during testing. No patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, unit is pumping high. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action was opened to address this issue all device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.